Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received higher readings via sensor scan compared to readings obtained on the built-in reader and experienced symptoms described as "tired and sweating". Paramedics were called and upon their arrival, customer was treated with "instant glucose". Readings of 280 mg/dl scan and 90 mg/dl from built-in meter were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.